Event description:
During preventative maintenance of the device, the tech reported the roller pump tube clamp mechanism screw was broken. No other details regarding the event were provided. Since the event took place during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not concluded.